Event description:
The customer called for help with her breeze2 meter because she noticed a problem with the meter display. While troubleshooting, it was confirmed the meter display was missing segments. The customer was not aware of the missing segments, but no adverse events were alleged. The meter is to be returned for evaluation. A replacement meter was sent to the customer.